Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient suffered decreasing blood pressure and vomiting about 2 hours after starting treatment with a polyflux 17l. Dialyzer. It was observed that the patient lost 600ml fluid more than the intended ultrafiltration. Fluid was also found on the floor near the machine. The patient was treated by administering 500ml of saline and the blood pressure was recovered. Dialysis treatment without any set ultrafiltration was continued with no reported adverse event and the patient was discharged to home. No additional information is available.